Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: during investigation, the pump powered up to a blue line through the display. The battery compartment was cracked from the threads to the case seal along the grip pad. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a blue line through the display and a cracked battery compartment. This report is made based on results of investigation completed on 05-nov-2018.